Event description:
It was reported that the table on the 2600 system looked up and required multiple reboots during the day. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced damaged hand control and its associated connector. Table pcbs were also checked and reseated. The system was tested and found to be working as intended and placed back into service.